Event description:
It was reported that the customer had a button/keypad unresponsive on the insulin pump. The customer's blood glucose level was unknown mg/dl. No further details given.

Manufacturer narrative:
Findings: unit received with unresponsive buttons due to unlocked j2 lcd connector. Unit also received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.